Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient went into a fib (not related to the patient's device/therapy) and needed compatibility guidelines for cardioversion. It was mentioned that the caller went online searched himself and saw that there have been cases where cardioversion has damaged patient's devices, but did not know any further information about the patients. No symptoms reported.